Manufacturer narrative:
Product ID 8711, serial# unknown, implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient experienced less than 50% therapy relief. The actual reservoir volume (arv) was 8-11ml and the expected reservoir volume (erv) was 1ml. Furthermore, it was mentioned that the volume discrepancies had increased during the last refills; no other numbers were given for pervious refills. A roller study showered a degree of rotation of 45 degrees. It was stated that a catheter revision was scheduled for (B)(6) 2014. The patient status at the time of the event was alive and no injury. The pump was used to deliver morphine.

Event description:
Additional information reported the suture squeezed the catheter, so there was no flow possible.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the revision was performed on 2014 (B)(6). It was noted there was a catheter issue in the pump pocket of kinking and ¿suture,¿ so there was no flow possible. It was stated there was csf flow after cutting the catheter and the catheter was reconnected to the pump. Patient outcome was not provided

Event description:
Additional information received reported that the catheter seemed to be the root cause for the issue and the pump seemed to be okay. There were no pump malfunction related messages.